Event description:
The customer reported that the insulin pump alarmed an error while holding the activate button during the prime process. Advised that the device will be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.